Manufacturer narrative:
(B)(4). Date sent: 7/29/2020. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was obtained: could you please provide more details for "stapler misfired"? Surgeon attempted to remove the device from patient, but eea stapler would not detach from the anastomosis; where within the gap setting scale was the orange indicator prior to firing? Yes, orange line was within the green; what confirmation was received that the device was fully fired? There was none because there was no audible crunch of the washer; did the device staple? Yes, the device stapled but the staples were malformed; was the staple line complete? No; were there any staples missing from the staple line? UK; what was the shape of the staples (b-formation, irregular, legs straight)? Staples were malformed; were the staples deployed into the tissue? Yes; were the staples seen in the surgical field? Yes; did the device cut? No ;was the cut line fully circumferential around the target tissue? No, the device did not cut ;if the device fully cut, were both tissue donuts present? N/a ;if the device fully cut, were both donuts complete? N/a ; how many counter-clockwise revolutions were used to open the device? ½ to ¾ to open the device ;how was it confirmed that the anvil was free from the tissue prior to removing? 90 degree rotation with fishtail backwards, but the stapler would not detach from tissue ;was there any difficult removing the device? Yes ;if yes, how was the device removed from the patient? The stapled bowel anastomosis area had to be resected, and the anastomosis had to be redone with another ecs29a ; after firing was the adjusting knob turned ½ to ¾ revolutions? Yes ;was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes, but the stapler did not detach from the tissue. ;who fired the device? Dr. (B)(6) ;who removed the device? Dr. (B)(6). ;was the safety reset prior to removal? Yes ;what was the users experience with the device? Experienced ;how was the case completed? The anastomosis had to be redone completely. ;could you please clarify if there were any patient consequences? The patient made a full recovery with no issue.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the device details (product code/lot#)? Could you please provide more details for "stapler misfired"? Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? Did the device staple? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? How many counter-clockwise revolutions were used to open the device? How was it confirmed that the anvil was free from the tissue prior to removing? Was there any difficult removing the device? If yes, how was the device removed from the patient? After firing was the adjusting knob turned ½ to ¾ revolutions? Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Who fired the device? Who removed the device? Was the safety reset prior to removal? What was the users experience with the device? How was the case completed? Could you please clarify if there were any patient consequences? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the stapler misfired and the surgeon could not with draw the stapler. "They had to do it all over again".